Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer failure and required maintenance. The customer stated that this malfunction caused a delay in dispensing medication to patients, and the user managed to get medications from the pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the sensor was not lining up correctly with the magnet, the legacy full-height auxiliary drawer one had failed, and the legacy controller board had also failed, indicating the device was at the end of its life. A field service engineer replaced the full-height auxiliary drawer one, likely configured a space configuration mode, made the full-height drawer responsive. The system functioned as intended after the field service engineer repaired the device.